Event description:
It was reported that a pump displayed an error code. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: additional information received on 22july2022 via email and attached to complaint object: found during testing and repair. No patient involvement. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal, the downstream occlusion sensor seal is starting to bubble, the lens is scratched. The customer stated problem was duplicated. The device powered up with the 45639 system fault flashing. There was no visible damage to the main board. The main board was malfunctioning causing the "motor sense high on power up" so it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.